Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The brand, model, and diopter of the associated iol is unknown. The product investigation could not identify a root cause.

Event description:
A materiovigilance referent reported cartridge for implantation was damaged with plastic fragments in the anterior chamber after an intraocular lens implantation. Visible fragments were removed from the eye with pliers. There was a potential presence of fragments under the iris. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).